Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call, initially was calling to report issues with the time on the insulin pump. During troubleshooting the insulin pump alarmed no delivery, did the no delivery alarm troubleshooting and noted the reservoir had a leak during the fill with air process. Customer's blood glucose was 229 mg/dl. Customer stated the leak occurred while removing the plunger, past the both o-rings. Customer was advised to replace the reservoir and it needed to be returned. Customer didn't agree to return the reservoir for analysis.